Event description:
Clarification of event: the event occurred at implant and the device was never implanted.

Event description:
It was reported that during routine change out, high pacing lead impedance was observed. The device was unable to measure high voltage lead impedance. The device was unable to induce fibrillation during dft testing. The device showed no visible anomalies. The device was explanted.

Manufacturer narrative:
No medwatch form was received. The reported field event of high pacing lead impedance measurements could not be confirmed. Review of stored electrograms noted noise and a distorted signal which occurred in the field. The cause could not be determined. The device was tested on the bench and using automated test equipment and was found to be normal.

Manufacturer narrative:
(B)(4).